Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was prepared to be used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during preparation, a foreign matter was noted on the tip of the wire. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: problem code 2944 captures the reportable event of foreign material present in device. Block h10: investigation results: analysis of the returned device revealed that a foreign matter was found on the tip of the loop. Based on the information available and the analysis performed, the most probable root cause classification is manufacturing deficiency. There is an investigation to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was prepared to be used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during preparation, a foreign matter was noted on the tip of the wire. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.